Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. An exterior and interior visual inspection was performed and passed. Global receiver functional testing was performed and passed. The receiver log was reviewed, finding no errors related to the complaint. The vibrator motor resistance was measured and was found within specification. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.